Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended and the lead had high impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 14560415. UDI: (B)(4).